Event description:
It was reported that following the patient's permanent implant procedure she was admitted to the hospital due to pain and sensitivity. As of (B)(6) 2015, the patient was to be discharged from the hospital on (B)(6) 2015 and the symptoms had improved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the issues have resolved .

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.